Event description:
Clinical Rationale:An Impella 5.5 device was inserted surgically into the aorta in a 71-year-old male patient with a past medical history of chronic obstructive pulmonary disease (COPD), benign prostatic hyperplasia (BPH), peripheral artery disease (PAD), and a tobacco user for 30 years. The Impella was inserted for ventricular support post-operatively cardiothoracic (CT) surgery: coronary bypass surgery graft (CABG) x 3, and mitral valve repair.While the patient was in the intensive care unit (ICU), the nurse attempted multiple times to change the purge cassette. The Automated Impella Controller (AIC) was not detecting the cassette. There was a purge disc not detected alarm. The AIC was swapped for a new AIC. A few days later, the patient experienced slow atrial fibrillation.Less than two weeks after insertion, the Impella was successfully weaned. The post-procedure outcome is survived at explant. The Impella functioned at P-2 at 1.6L/min as intended. The Automated Impella Controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support. Impella support is known to cause cardiac arrhythmias, including atrial fibrillation, likely due to the mechanical irritation of the heart. In addition, in patients with pre-existing comorbidities, the physiologic stress of the device could trigger various arrythmias.

Manufacturer narrative:
This is one of two related reports. This report represents the Automated Impella Controller and another report was submitted to represent the Impella 5.5.INVESTIGATION SUMMARY - The root cause of the purge disc not detected alarms was a broken purge disc flag (missing at blue retainer).